Event description:
Dme equipment - resmed bi level s pap system supplied by lincare was used according to instructions - (B)(4) - for a period of 5 months. Resmed system quit working and displayed error code 1019. Pt contacted (B)(4) and was advised that error code indicated "water damage" to unit. As this unit was only operated on a level surface and never carried in travel - the source of water damage was in question. Pt was advised that this failure is the fault of the pt and the company may bill pt for repair or system. Pt followed the instructions and never deviated on the use of this system. Pt desired to know if the interior of this unit was contaminated with water. Pt is having chronic cough and severe cold issues. Pts doctor indicated cough was asthma condition and gave strong medications for the control and treatment of this condition. The development of this condition is with in the time line of the use of the moldy and fungus containing resmed equipment use by pt. Pt believes that there is a correlation in his condition and unsafe resmed system.